Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure and the buttons were not responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the long trace file due to a corroded force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to the critical pump errors. Unable to verify the motion sensor test failure alarms. All button responses and frozen screen anomalies were due to critical pump error. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked case on the battery tube area, a peeling end cap address label and moisture damage on the motor home switch.